Manufacturer narrative:
Hamilton medical ags reference:(B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: intellicuff is not working, screen blinking issue with patient involvement. No health consequences or impact and no intervention necessary, were reported. The investigation to verify the allegation is still in progress.